Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: there was water leaking at the connection of the return tube and the defect was discovered during a nebulization treatment. No medical intervention was necessary. No pt injury reported.